Manufacturer narrative:
(B)(4). The device was not sequestered and the serial number was not identified; therefore, no investigation could be performed. Informed reporter and biomed that by design for safety purposes, in authorized user mode (clinician ID required), the system exits tamper resist mode when a channel error is displayed.

Event description:
Customer reported channel error causing the pcu panel to unlock. States their data set requires clinician to use auto-ID or to release tamper switch for all programming (authorized user mode). The pump was showing "channel error." The panel was also found to be unlocked on the pc unit, therefore, not requiring staff member to unlock it with their ID badge as they expected. The unit with the error message was removed and then the pump set-up worked as the nurse expected, locking the panel and requiring clinician ID badge to unlock the pump. Reporter does not know what med was infusion. There was no patient harm. Biomed confirmed no devices were saved from this event. Customer stated that no further patient/event information is available.